Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the door not fully latched alarms, determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.